Manufacturer narrative:
(B)(4). This MDR was initially reported in error. Upon further review of this evaluation, it was concluded that the reported malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-04940 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105 which was reproduced. System error 105 was confirmed through a review of the event history log and found to be caused by a failed motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump had an unknown symptom of "constant alarming" in the obstetrical care unit, which was clarified during baxter's evaluation as system error 105. Any patient involvement, injury or medical intervention is unknown.